Event description:
A malfunction was reported with the pump. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer reset the pump independently and coordinated with technical support for a replacement pump to be sent. The customer was further instructed to use a manual delivery method for insulin temporarily, put the malfunctioning pump into storage mode, and return it using a pre-paid label.